Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Medical records were denied by the distributor; however, medical imaging was received. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical imaging received by endologix found the indeterminate endoleak was determined to be a type iiib endoleak and is confirmed. The additional endovascular procedure complaint is unconfirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the re-intervention outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2019 with the implant of an afx2 bifurcated stent graft and an afx vela infrarenal sent graft. Routine follow-up conducted on approximately (B)(6) 2026 identified an indeterminate type iii endoleak. The distributor was unable to determine classification of endoleak as a type iiia or type iiib at the time of the initial report. However, subsequent angiography focused on the aortic bifurcation confirming a leak proximal to the bifurcation, which was determined to be a type iiib endoleak. Reintervention was completed on (B)(6) 2026 in which the physician elected to deploy an afx vela suprarenal stent graft aligned with the distal end of the bifurcation, followed by an afx2 bifurcated stent graft. After a full balloon touch-up, final angiography confirmed the absence of any endoleaks, and the procedure was completed. The final patient status was not provided.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Medical records were denied by the distributor; however, medical imaging was received. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical imaging received by endologix found the indeterminate endoleak was determined to be a type iiib endoleak and is confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. The current patient status was reported as pending reintervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the re-intervention outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H3 other text : device remains implanted

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2019 with the implant of an afx2 bifurcated stent graft and an afx vela infrarenal sent graft. Routine follow-up conducted on approximately (B)(6) 2026 identified an indeterminate type iii endoleak. The distributor was unable to determine classification of endoleak as a type iiia or type iiib at the time of this report. Reintervention has been scheduled for (B)(6) 2026. The current patient status was reported as pending reintervention.